Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A "us" contacted zoll to report that a patient passed away on (B)(6) 2017. The patient was in the hospital at the time of the event and not wearing the lifevest. The patient was reportedly at home on (B)(6) 2017 when he got up to go to the bathroom and was found unresponsive in the hallway, covered in blue gel, with the lifevest alarming. Ems were contacted and performed CPR upon arrival. A small pulse was found in the patient's leg and the patient was taken to the hospital. The patient's heart had reportedly stopped long enough that the patient was brain dead. The patient later passed away not wearing the lifevest on (B)(6) 2017. Review of the download data surrounding the event indicates that the lifevest detected asystole on (B)(6) 2017 at 02:30:06. The lifevest then delivered three shocks during asystole at 02:58:01, 02:58:28, and 02:58:50. Oversensing low-amplitude cardiac signal contributed to the false detection. The patient remained in asystole after the shocks and the device was shutdown on (B)(6) 2017 at 03:58:19.